Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing leading to pacing inhibition. There were no patient consequences.

Event description:
New information noted that programming changes were performed. There were no patient consequences.